Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification. Evaluation attempted to reproduce the error by testing the at rates of 125ml/hr and 28.5ml/hr but could not reproduce the reported issue of the "device indicating inactive for 2 minutes". No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a change in flow rate a spectrum iq pump stopped the infusion when not intended without a notification ¿went into an inactive 2 minutes mode on its own multiple times during the day¿. Information related to medication, dose, programmed amount and delivery rate was not provided. It was reported the patient's arterial pressure was variable throughout the day, and ¿there was a decrease in the patient's blood pressure¿, (no values provided). The pump was changed. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.